Event description:
It was reported that stent expansion failure occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified bile duct. A 10 x 80 x 75 epic vascular stent was advanced and deployed for treatment. However, during deployment, the stent failed to fully expand, it was 95% deployed. The procedure was completed with this device. There were no patient complications reported.